Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced onset of the sternal wound/pump infection was reported under medwatch MDR# 2916596-2015-01081. (B)(4). Approximate age of device - 10 months. The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to infection. The patient had experienced a post-operative sternal wound / lvad pump infection that was first noted on (B)(6) 2015. The infection was identified as enterobacter aerogenes. An unspecified surgical intervention was performed early on and the infection had been treated medically thereafter. The ongoing infection was antibiotic resistant, ultimately resulting in the pump exchange on (B)(6) 2016.